Event description:
It was reported the implantable pulse generator (ipg) was well below elective replacement indicator (eri) and could no longer pace the patient. During the device change-out, the analyzer stopped pacing and an error message appeared on the programmer screen indicating to reset or restart the session. It was noted the electrophysiologist using bovie came close to the old lead being used for pacing the patient. The patient went into asystole for approximately twelve seconds until connected to the new implanted device, when pacing resumed. The analyzer and programmer were restored to service and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).